Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappeared. The caller acknowledged and understood the instructions.